Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer initially complained of high results for 1 patient tested for elecsys tsh assay (tsh) on a cobas 8000 e 602 module compared to the abbott method. The customer provided data for 3 patients. Based on the data provided, discrepant results were identified for tsh, elecsys ft4 ii assay (ft4 ii) or elecsys ft3 iii (ft3 iii) for all 3 patients. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the tsh results and medwatch with patient identifier (B)(6) for information on the ft4 ii results. There was no allegation that an adverse event occurred. The e602 module serial number was (B)(4). The customer suspects an interference.

Manufacturer narrative:
The sample from patient 1 from (B)(6) 2018 was submitted for investigation. Patient 1 is the only patient with discrepant ft3 iii results. The customer's ft3 iii results were reproduced at the investigation site. Upon investigation of the sample from patient 1, an interferent against a component of the reagent was confirmed. This interference is covered in product labeling.